Manufacturer narrative:
A 2000e (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056225. From the information provided by the customer, it appears that the piston of the smartsite was recessed within the body of the smartsite, however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056225 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported when using the bd smartsite¿ needle-free connector, the device experienced a loose connection set. The following information was provided by the initial reporter. The customer stated: at 8:33 on (B)(6) 2021, the original cvc connector was replaced. When using a needleless airtight infusion connector and opening the package, it found that the inner core of the needleless airtight infusion connector could not rebound, so immediately replace another one the new needle-free airtight infusion connector can be used normally, and the patient has not seen any adverse reactions for the time being.

Manufacturer narrative:
A 2000e (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056225. From the information provided by the customer, it appears that the piston of the smartsite was recessed within the body of the smartsite, however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056225 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported when using the bd smartsite¿ needle-free connector, the device experienced a loose connection set. The following information was provided by the initial reporter. The customer stated: at 8:33 on (B)(6) 2021, the original cvc connector was replaced. When using a needleless airtight infusion connector and opening the package, it found that the inner core of the needleless airtight infusion connector could not rebound, so immediately replace another one the new needle-free airtight infusion connector can be used normally, and the patient has not seen any adverse reactions for the time being.